Manufacturer narrative:
D4 catalog number updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
Additional information received failure modes in regards to the console that was in use. An additional MFR is pending

Manufacturer narrative:
D4 serial and UDI revised. Explant date provided d6b updated.

Manufacturer narrative:
B5 and h6 revised to reflect additional information received. MFR for the console 1220648-2026-07059.

Event description:
A 51-year-old male with cardiomyopathy was supported with an impella device via right axillary/subclavian arterial surgical access. On review of alarm history, a brief ¿impella stopped¿ alarm was noted at 11:14:57 on (B)(6) 2026 and self resolved at 11:14:59. Based on the available information, the transient ¿impella stopped¿ event resolved without clinical sequelae, patient harm, or device malfunction identified. The event occurred while the patient was ambulating and did not recur after restart. The complaint is assessed as no device involvement, with further assessment pending review of returned product and downloaded data, if available. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption due to the temporary pump stop. Additional information received on 14apr2026 customer performed routine purge cassette change. Unable to advance past step 4, insert purge disc until click in place, purge disc not detected. 3x purge cassettes attempted before calling local on-call line. Video conference confirmed purge disc fully seated, aic not detecting purge disc. Recommended urgent controller exchange to back up aic. Customer performed successful controller exchange with restoration of purge flow and normalization of purge pressures. Advised customer staff to tag affected aic and ¿needs service- not for patient use.¿ additional information received on 4/26/2026, additional information received on 26 apr 2026 indicated separation of the sterile sleeve from the distal end of the catheter. The area was reportedly cleaned with chlorhexidine gluconate and covered with a tegaderm dressing.

Manufacturer narrative:
B1/b2 product problem was added along with adverse event. B5 additional information was received. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H10 this is one of two related reports. This report represents the impella 5.5 and another report was submitted to represent the automated impella controller. Related report number was added. H11 the impella device was not returned as it was discarded during the patient's transplant. The investigation has been completed. Investigation summary - temporary pump stop: the cause of the temporary pump stop was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Pd-anticontamination sleeve-(separation, torn): the cause of the pd-anticontamination sleeve-(separation, torn) was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information was received. The patient's outcome at explant was survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A (B)(6) year old male with cardiomyopathy was supported with an impella device via right axillary/subclavian arterial surgical access. On review of alarm history, a brief ¿impella stopped¿ alarm was noted at 11:14:57 on (B)(6) 2026 and self resolved at 11:14:59. Based on the available information, the transient ¿impella stopped¿ event resolved without clinical sequelae, patient harm, or device malfunction identified. The event occurred while the patient was ambulating and did not recur after restart. The complaint is assessed as no device involvement, with further assessment pending review of returned product and downloaded data, if available. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption due to the temporary pump stop.